Event description:
It was reported that a user experienced a severe high blood glucose event with dizziness and nausea while using the device, and the device-related details could not be determined due to insufficient information. Symptoms included hyperglycemia. Outcomes included insufficient information regarding the impact. Investigation included communication attempts with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, no specific medical device problem identified, and no device component implicated due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.